Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s wake button required multiple presses to rouse the device and the user did not perceive the usual vibration feedback on initial attempts, consistent with a sleep/wake activation failure of the user interface component. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included device replacement and user education on shutdown, data sync, and startup of the replacement device, with continued cgm use on dexcom g7. Investigation included remote troubleshooting, verification of device and shipping details, and arrangement for device return with a prepaid label. Investigation of this case revealed a suspected malfunction of the wake button interface consistent with an unresponsive or intermittent switch input; no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.